Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2026, abbott point of care was contacted by a customer regarding I-stat cg4+ cartridge that yielded a suspected discrepant results on a patient. There was no patient information available at the time of this report. Return product is available for investigation. Method: I-stat date: (B)(6) 2026 tested: 19:04, pco2: 51.2 mmhg, lactate: 2.26 mmol/l sample: a. Method: I-stat date: (B)(6) 2026 tested: 19:20 pco2: 48.1 mmhg lactate: 9.88 mmol/l sample: b. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.